Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out of range shock impedance measurement. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.